Event description:
The remstar pro c-flex+ device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected during the evaluation, and evidence of foam particles/degradation was found. In addition, the device had error codes e065 (err_stuck_encoder_a), e066 (err_stuck_encoder_b), and e031 (err_motor_vbus_high_blower_off), and had dust/dirt contamination and a missing control dial button. The device was scrapped. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.